Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the nurse was plugging in the cord and she felt something awkward and felt the tip broke off. No patient injury. Fifteen minutes delay in surgery. No additional intervention needed.

Manufacturer narrative:
The investigation confirmed that the pin had been over-crimped. During the crimping process, too much air pressure was applied to the pin, which fractured and weakend it, therefore resulting in the detachment upon use.